Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Microscopic inspection showed the heater wire on the hot jaw appeared slightly flexed but remained attached to the jaw. The silicone boot insulation on the jaws appeared intact. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the reported failure to cut was not confirmed. The analyzed failure material twisted/bent was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.